Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "upon power up it displays a c failure, screen went darker and could no read it " was confirmed by baxter personnel during product evaluation. The quality engineer has determined that this condition was a result of a 701:xx failure code and determined the cause to be a result of corrosion on the pump head module (phm). The phm assembly was replaced to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a channel c failure in which the screen went "darker and could not read it." This condition was found in the central sterile department upon power up. There was no patient involved and no reported patient injury, medical intervention, or adverse event in association with this event. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.